Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The sample involved in this event will not be returned as it was discarded. No failure investigation could be performed. Unable to determine root cause of the reported problem.

Event description:
The customer reported that during a sodium chloride infusion, the pump alarmed for air-in-line. When the nurse opened the door, the set disconnected and leaked through the pump and onto the floor. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.